Event description:
Additional information was received. Ins information confirmed. Reason for device removal, and if the patient had experienced any therapy issues was not made available.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 14-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient asked to have the battery removed. The surgeon agreed to removed the ins and cut the lead (the lead would not work again) and the patient was happy and signed the consent. The ins was removed and discarded. During explant the surgeon had never before seen scar tissue actually infiltrate the electrodes like this case, such that they had to physically cut them all to remove it. A laminotomy over the t9/10 level was required to demonstrate the caudal end of the paddle. The paddle was identified and exposed, however the paddle could not be withdrawn from its fibrous pocket. Further decompression was undertaken to enable visualization of the anterior surface of the paddle. Thick scar tissue had formed from the dura around the electrodes. This was so thick and strong that the electrodes were being pulled out of the paddle unless they were cut with scissors. The only way to remove the paddle was to perform a laminectomy decompression over the length of the paddle and cut the scar tissue. Apart from troublesome bleeding from large epidural veins, this was achieved without incident. Estimated blood loss was 250 ml. Haemostasis was secured and the wounds were closed. Issue was resolved.